Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of a common femoral vein using two proglide devices for an ablation interventional procedure done. Hemostasis was successfully achieved to complete the procedure. Reportedly, on an unspecified date, the patient felt unusual with the leg and asked a check-up at the emergency visit. A computerized tomography confirmed swelling of the leg, and it was determined that there was no emergency and an angiogram was scheduled later. On july 28th, an angiogram of the lower leg was taken to confirm 99% stenosis and blood flow being kept by collateral circulation. The physician determined that the stenosis was caused by the proglide devices because of the degree of the stenosis and positional relationship to the puncture site. It was determined that there was no emergency since blood flow is being kept by collateral circulation. Additional treatment is being considered but had not been performed at this time. There was reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2021, the sutures of the two proglide devices were successfully pre-placed and successfully achieved hemostasis after the procedure. There was no delay in procedure. On (B)(6) 2021, the patient felt unusual with the leg and asked a check-up at the emergency visit. On (B)(6) 2021, the sutures were surgically removed. Per the physician, the operation revealed that the sutures were properly deployed, therefore, the possibility that the proglide contributed to the reported incident is low. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions. The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the electronic proglide instructions for use (IFU), as a potential adverse event of use of the device. Reportedly, femoral imaging was not performed. It should be noted that the IFU states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.